Event description:
The customer reported that the hemolysis indice result (1000 vs. >1000) displayed in the lis report did not match with the hemolysis indice result on the vitros 5600 integrated system from a grossly hemolyzed serum sample pool. Mis-matched results between the lis report and the analyzer could lead to inappropriate physician action if occurred undetected with patient samples. There was no report of patient harm as a result of this event. (B)(4).

Manufacturer narrative:
The investigation confirmed that the hemolysis result displayed on the analyzer did not match with the hemolysis result on the (B)(4) report while using a vitros 5600 integrated system due to a manual programming error by the operator. The operator did not enable the "include measuring range flag in result" setting in the lis configurations of the vitros 5600 analyzer. The issue was resolved by enabling this setting. The root cause of this event was determined to be user error. The investigation concluded that the vitros 5600 analyzer was operating as intended at the time of the event.